Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade of 4 with medial p3 flail and thin leaflets. One clip was implanted, reducing mr to grade 3. During one-month follow-up, on (B)(6) 2023, the patient presented with severe mr and dyspnea on exertion (doe). Transesophageal echocardiogram (tee) showed no clip within the echo window on either side of the heart. Review of the index procedure tee revealed solid leaflet insertion, clear, well defined tissue bridges in 3d view. The post-procedural tte on (B)(6) 2023 shows nice leaflet insertions on a2c images with x-plane as well as the pssax view. The patient has refused to undergo evaluation to locate the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and based on the information provided a cause for the reported expulsion (clip detaching from both the leaflets) cannot be determined. Embolism/embolus, foreign body in patient, recurrent mitral valve insufficiency/regurgitation (mr) resulting in dyspnea were related to the clip completely detaching from both the leaflets (explusion). Embolism, dyspnea and mitral regurgitation are listed in the mitraclip system instructions for use (eifu) as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.